Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient experienced swelling and redness near her right side and breast area. The patient experienced this same swelling recently in her right arm from having IV's during a prior hospital stay. It is unclear if the skin irritation is related to the lifevest, reporting out of the abundance of caution. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed antibiotics for 10 days. Follow up indicated that the skin irritation is improving.